Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: norway.

Event description:
It was reported that when they were about to start the surgery, there was something in the drive mechanism of the saw function that was bad/worn. It doesn't work and then it works and then it doesn't. Unit was very unstable, and it lagged. There was no patient harm or injury reported. There was no surgical delay reported. There was no medical intervention required. Due diligence is complete, there is no further information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device would not power on (0 rpms); the motor was corroded and there was a cable contact issue. The motor and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.